Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. Evaluation confirmed the reported symptom of pump would not recognize a closed door through the identification of multiple door jammed messages within the history log. Evaluation reproduced the symptom and found that the force required to secure the door was above expected levels caused by door hooks being out of adjustment. The door hooks and latch pins were replaced to correct this condition.

Event description:
It was reported a spectrum pump would not recognize a closed door. It was also reported there was no patient injury.